Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a high reading issue with the adc device. The caregiver reported a high sensor reading with symptom of sweating, blurred vision, and loss of consciousness. An ambulance was called and a healthcare meter result of 26 mg/dl was obtained. The customer was treated with glucose injection, and subsequent healthcare meter results of 82 mg/dl and 174 mg/dl were obtained. There was no report of death or permanent injury associated with this event.